Event description:
Additional information was received that this device had delivered inappropriate shock therapy due to oversensing several days before the revision procedure.

Event description:
Boston scientific received information that a revision procedure was performed due to suspected right ventricular (rv) lead fracture. During the revision, the associated implantable cardioverter defibrillator (ICD) was programmed to monitor only(mo), not off. This rv lead was explanted, and lead fracture was confirmed. After the new rv lead was connected to the associated ICD, and tested with a competitor pacing system analyzer (psa), an error/fault code was displayed. It was believed that the electrocautery knife was too close to the ICD, which was the cause for the fault/error code. Before the revision took place, the associated ICD was interrogated successfully. The decision was made to explant and replace this rv lead and associated ICD. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection of the returned lead revealed damage in the area 30.7 cm from the terminal pin. The exterior lead insulation was completely ruptured in this area; the rate/sense negative coil was fractured; both high voltage coils were fractured and evidence of arcing damage was noted. The damage appears consistent with localized compressive stress. Based on the location and type of damage, analysis concluded this lead was damaged due to clavicular/first rib entrapment.

Manufacturer narrative:
This rv lead will be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.